Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right radial artery. The 85% stenosed, eccentric target lesion was located in the non tortuous and mildly calcified right coronary artery. A 2.25mm x 15mm emerge balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon broke. Subsequently, a 4.00x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device and no patient complications were reported.